Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that loss of capture was seen on an electrocardiogram for the right ventricular (rv) lead, a micro-dislodgement was suspected. A revision procedure was performed to reposition the lead. No additional adverse patient effects were reported.